Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedances measuring 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.